Event description:
It was reported that after an atrial lead revision procedure, false eri was present on the device, as a result of electrocautery used during surgery. The device download was performed successfully, and the false eri alert was no longer present. There were no patient symptoms.